Event description:
Information was received from a manufacturer representative regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the patient had an MRI on (B)(6) 2022 and did not get the pump checked afterwards. On (B)(6) 2022, it was seen that the pump was still stalled. The pump was re-checked 15 mins later and it was seen that the pump recovered, confirming the pump being in telemetry state. Of note, the patient mentioned increased pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.